Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported a propex pixi row giving incorrect measurements. No injury occurred.

Manufacturer narrative:
Received = 1x propex pixi unit sn: (B)(6). Propex pixi rear part sav damaged housing damaged. Replaced 1x pp rear part h10305as11120.